Event description:
The customer reported the device halted operation. The customer stated that they restarted the system but it halted again about one hour later. The customer stated that they were aware that the device was obsolete and beyond its stated end-of-life. The customer stated that they were in possession of our notification that the device was obsolete and no longer maintainable. The device will not be returned by the customers for eval. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device will not be returned by the customer for eval. No remote communication with the system was possible. Consequently, no investigation of the failure of this expired and obsolete device will be performed.